Manufacturer narrative:
On 12-nov-2019, mentor received the suspect medical device. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During visual evaluation of the device it was observed some creases on posterior view of the device. No additional anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade 3. Concomitant products: 375cc mentor memorygel breast implant, catalog # 3503751bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old patient underwent an unspecified breast surgery with a 375cc mentor memorygel breast implant and experienced postoperative left-sided grade 3 capsular contracture. Physician noted tightness on the left during one year follow up. As a result, the patient underwent unilateral explantation and replacement with like device, catalog # 3503751bc, left serial # (B)(4) on (B)(6) 2019.